Event description:
It was reported that a second surgery/revision was performed one day post-op to recover/repair an unseated implant. A post-op x-ray following the initial rotator cuff repair showed the metal tip of the implant appeared to be in the subacromial space. A second surgery was performed the following day during which the surgeon discovered the implant was not fully seated; it was backed out about half way from the bone. It was not free-floating. At the time of explant, a fragment of the distal anchor body was removed via shaver suction; the remaining anchor body and metal tip were fully retrieved. The rotator cuff repair was revised and completely successful. Initial rotator cuff repair was performed in 2008; the retrieval/revision was performed on the next day. The recovered implant was the lateral row of suture bridge. Pt bone quality was reported as average-hard. Per f/u one month post-revision, the pt was doing well. No further pt info was provided at the time of this report or in f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was returned for eval; the complainant's event was confirmed. Visual eval of the titanium metal tip revealed it had disengaged from the driver. Some nicks/gouges were present on the surface; there was no internal damage to the threads of the tip. Visual eval of the bio-anchor confirmed a piece of the distal end was missing, which was reported to have been removed from the pt by the shaver suction. Device history record review revealed nothing relevant to this event. Based on the info provided and device eval, the most likely cause of this event was not inserting the implant perpendicular to the bone. Prying/leveraging the driver can also lead to this type of event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.